Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 330 mg/dl. Reportedly, customer removes insulin from old cartridges and insert the insulin into new cartridges. Tandem technical support educated the customer this was against labeling. Reportedly, customer changed pump supplies to resolve issue and resumed insulin therapy on the pump.